Manufacturer narrative:
The device is not available for investigation.

Event description:
A medsun/medwatch voluntary report ((B)(4)) was received, which stated the following "when the spiros valve was placed on the chemo infusion unit, it was found to be leaking fluid , on examination it was noted to be cracked." The event occurred in (B)(6) 2019 on an unknown date. There was patient involvement, however no report of adverse event or delay in therapy.